Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system (sds), was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the 4th proximal stent strut row was noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27may2019. It was reported that crossing difficulties were encountered. A 4.00 x 24 synergy stent was advanced but could not cross the lesion. The procedure was completed with another device of the same model. No patient complications were reported. However, returned device analysis revealed 4th proximal stent strut row damage.